Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Returned with the sample was supplied kit components including 8fr teflon sheath w/sidearm and dilator assembly, and 8fr teflon sheath with dilator assembly. Both re-turned teflon sheaths appeared typical and unused; no damage or abnormalities were noted. Fur-thermore, the returned original packaging tray was noted with damage to the "arrow" packaging sticker. Upon return, the peel away sheath was noted on the iabc. The one-way valve was noted tethered to the short driveline tubing. The bladder was fully unwrapped. Two bends to the iabc central lumen were noted at approximately 13.5cm and 24.5cm from the iabc distal tip. No blood was noted on the interior or the exterior surfaces of the returned sample. No other visual damages were noted to the returned sample. The original packaging tray was noted with damage to the "arrow" packaging sticker. The arrow sticker was noted cut/ripped. This packaging sticker is not to be removed. This condition indicates a potential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the oneway valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thick-ness was measured at six points with measurements ranging from 0.0057in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufac-turing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 13.4cm and 24.6cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter was stuck in sheath" is confirmed. During the investiga-tion, the intra-aortic balloon catheter (iabc) central lumen was noted bent within the iabc bladder area. The bent central lumen can result in or be caused by difficulty inserting the iabc through the sheath. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. Furthermore, the returned teflon sheaths were noted unused. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The probable root cause is customer handling related. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".